Event description:
(B)(4). It was reported that post percutaneous coronary intervention, chest pain and in-stent restenosis occurred. On (B)(6) 2011, the subject was diagnosed with unstable angina and non q-wave, non st elevation mi and cardiac catheterization was recommended. Subsequently, index procedure was performed. Target lesion #1 was de-novo lesion located in mid segment of saphenous vein graft (svg) to 1st obtuse marginal (om) with 90% stenosis and was 8mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 12 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was de-novo lesion located in proximal segment of svg to 1st om with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 12 mm taxus liberte stent, with 0% residual stenosis. Target lesion #3 was de-novo ostial lesion located in proximal segment of svg to ramus with 90% stenosis and was 13 mm long with a reference vessel diameter of 2.25 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberté atom stent, with 0% residual stenosis. Five days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with chest pain. Seven days from the onset of chest pain, patient was hospitalized. At the time of the event, the subject was taking aspirin and clopidogrel. Two days from admission, the 99% in-stent restenosis in the svg to ramus was treated with placement of an unspecified drug eluting stent. Following post dilatation, residual stenosis was 0%. In addition, the patient was treated medically. At the time of reporting, the event was considered recovering/ resolving.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, coronary angiography was performed. The 99% stenosis was located in the distal segment of the saphenous vein graft (svg) to 1st obtuse marginal (om). The lesion was treated with placement of a 3.0x16mm promus drug eluting stent. The proximal svg to 1st om was treated with 3.0 x 32mm promus drug eluting stent. And the 99% distal edge stenosis in the svg to ramus was treated with 2.5 x 32 mm promus drug eluting stent. In addition, the mid left circumflex (lcx) was treated with direct placement of 3.0 x 20mm promus drug eluting stent.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03031; 2134265-2014-03032. It was further reported that at the time of event, the patient also presented with shortness of breath and the patient had taken nitroglycerin to improved the symptoms of the chest pain. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during admission, cardiac catheterization was recommended and the study drug was last taken on (B)(6) 2012. It was a distal edge stenosis in saphenous vein graft (svg) to ramus. In addition, the physician treated the 99% stenosis in the svg to 1st obtuse marginal (om) with balloon angioplasty and placement of unspecified drug eluting stent. Following post dilatation, residual stenosis was 0%. And the another 99% distal edge stenosis in the svg to ramus was treated with placement of a unspecified drug eluting stent. Following post dilatation, residual stenosis was 0%. Five days from admission, the patient was discharged on aspirin and prasugrel.